Event description:
Pt was undergoing angioplasty of right femoral artery through the left brachial artery. A graphic guide wire was used with the stent. A magnet was used to secure the wire, but the wire advanced into the distal tibial artery and could not be retrieved. Surgical removal was required.